Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak customer's blood glucose at time of incident was 7.2mmol/l. Customer stated that it is leaking between the rubber rings inside reservoirs that supposed to keep it tight. Customer stated that it smells of insulin and advised to swab with a cotton stick to check if it gets wet and will back for future troubleshooting.